Event description:
It was reported that the patient suffered a cardiac arrest, and that the device (a clinical device) had failed to shock the patient's ventricular fibrillation. After initial interrogation during the arrest, the sensitivity was increased, and the patient received six full energy shocks from the device which were unsuccessful. Earlier that same day, the device delivered several successful shocks, and it appeared that atp may have accelerated the patient's rhythm to vf. Device interrogation during the arrest with CPR in progress showed evidence of intermittent t-wave oversensing, noise, and undersensing. The short interval count was 402, and had increased starting around the time of the first shock. Save to disk review showed initial appropriate detection of vt and appropriate therapy, but later episodes during CPR show oversensing. It was questioned whether the lead may have fractured during CPR.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Despite CPR, shocks from the device and external defibrillator, medication administration, and insertion of a balloon pump, the patient died due to a ventricular arrythmia. Neither the device nor lead were explanted. Std shows some t wave oversensing & some rare non-capture events. It is noted that these are not uncommon nor unexpected with deteriorating heart rhythms. There were also numerous stability resets resulting in extended detection times, due to programmed settings. The data review determined the lead to be technically functional and integrity intact. Other: it was reported that the patient suffered a cardiac arrest, and that the device (a clinical device) had failed to shock the patient's ventricular fibrillation. After initial interrogation during the arrest, the sensitivity was increased, and the patient received six full energy shocks from the device which were unsuccessful. Earlier that same day, the device delivered several successful shocks, and it appeared that atp may have accelerated the patient's rhythm to vf. Device interrogation during the arrest with CPR in progress showed evidence of intermittent t-wave oversensing, noise, and undersensing. The short interval count was 402, and had increased starting around the time of the first shock. Save to disk review showed initial appropriate detection of vt and appropriate therapy, but later episodes during CPR show oversensing. It was questioned whether the lead may have fractured during CPR. No conclusion can be drawn. Interference, oversensing, undersensing.